Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-02370 it was reported that after inserting the device in the pocket during the implant procedure the atrial lead dislodged. The physician was unable to disconnect the lead out of the pulse generator as the setscrew could not be loosened, the lead was cut. A new atrial lead and device were implanted. The patient was in stable condition.